Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0b6zm, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the lead and ins were replaced on (B)(6) 2015. The patient was receiving effective therapy and was not still experiencing a shocking sensation. The explanted devices had been discarded.

Event description:
It was reported that the patient had high impedance and a shocking or jolting sensation. The action required as a result of the event was replacement. The diagnostic testing or troubleshooting performed was reprogramming. The product issue was not resolved. The cause of the issue was determined to be that the patient slipped and fell on ice in (B)(6). The patient went airborne and landed directly on their bottom. Ever since this incident, the patient experienced a shocking sensation and had lost any therapy benefit. The patient had a burning sensation, pain, and less than 50 percent therapy relief at the lead location. The manufacturer representative met the patient yesterday in the health care provider¿s (hcp¿s) office. They did appropriate impedance testing and most electrode impedances were out of the normal range. They were not able to get an accurate battery longevity reading as the impedances were off. The hcp visited with the patient and they decided to replace the entire system, lead and battery, on (B)(6) 2015. The manufacturer representative advised the patient to turn the device off until their replacement date. At the time, the patient was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.